Event description:
It was reported that the patient underwent a spinal cord stimulator explant procedure for an unknown reason. The explanted devices will not be returned as they were retained. No device malfunction suspected.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 19064104/19380875.